Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during unspecified surgical procedures, it was discovered that the motor device had e9 error codes. The reporter stated that the error code appeared intermittently during the last three weeks. According to the reporter, the event occurred during multiple types of surgeries. However, the reporter was unable to specify the specific amount of occurrences, the type of surgeries, or the number of patients involved. There were no delays to the surgical procedures as identical devices were available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact dates of these events were unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor displayed an e9 error on the console when plugged in. It was further observed that the motor gave an e9 error due to an intermittent motor failure from normal use over time. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out motor components from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.